Event description:
It was reported that there was an issue with the speaker and vibrate function of a pump, as the speaker was not audible even when the settings were correctly configured. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.